Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The gas locking cylinder, walking beam, pivot link, and front rigging hardware assemblies were returned for evaluation, however they were unable to be tested, so the complaint could not be verified. No test fixture was available to evaluate the parts, and several of the parts were bent. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
Per dealer, gas lock cylinder has no pressure. Lack of pressure in the cylinder may have caused problems with the walking arm and lower pivot link in the caster, and also with the front rigging weldments and support hardware.